Event description:
A report that the patient's precision system was explanted was received. The patient stated that the device did not cover her pain area. The physician was not aware of the explant and had no additional information.

Manufacturer narrative:
The explanted devices were not returned to boston scientific for evaluation.